Manufacturer narrative:
Section d4: expiration date was inadvertently added in the initial report and is not applicable to this device. Section h4: device manufacture date: corrected. Manufacturer's investigation conclusion: the reported event of red battery and yellow wrench alarms was unable to be confirmed as there were no files submitted or products returned. The provided information indicated the 12v power module backup battery was exchanged, but the alarms did not resolve; to date, neither the power module, serial number: (B)(6), or the exchanged backup battery have been returned for analysis. Multiple attempts were made to obtain additional information; however, no additional information was provided. A root cause for the reported event was not conclusively determined through this analysis. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instructions on how to identify and resolve power module alarms. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. The heartmate 3 instructions for use, section 10, entitled ¿safety checklist¿, instructs users to perform routine maintenance of the power module. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records reveals that the power module, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 26oct2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
G3: it is unknown whether there was a patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there were red battery and yellow wrench alarm active on power module along with continuous tone from unit. Emergency backup battery was replaced, and alarms still persisted.